Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 14-jan-2016, an fse conducted on-site follow-up with the customer. The fse observed that the wash nozzle #2 prime tube was leaking. Troubleshooting was performed by disassembling the part and running a wire through the metal prime tube. This indicated that the tube was partially blocked causing back pressure on the tubing causing it to leak. Once replaced, the instrument was returned to normal operation. The most probable cause of the reported event was due to a blocked wash nozzle

Event description:
On (B)(6) 2016, a customer reported error 2236 bf probe suction failure and 2240 purge failure with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.